Manufacturer narrative:
The customer complaint of tubing set separated at blue safety clamp could not be confirmed due to the product was not returned for failure investigation. Although a photo of the set was provided by the customer, the failure mode of tubing separation at the blue clamp could not be determined and the customer complaint of tubing separated was not confirmed. Device history record for model 10012144 lot 20025733 shows that the set was manufactured on 12 february 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the primary tubing set separated at the blue safety clamp. Although requested, there was no reported impact to the patient or user available to date.

Manufacturer narrative:
Continued from e3-registered respiratory therapist additional information added to: d4,h4

Event description:
It was reported that the primary tubing set separated at the blue safety clamp. Although requested, there was no reported impact to the patient or user available to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Information were requested but not provided.

Event description:
It was reported that the primary tubing set separated at the blue safety clamp.